Event description:
Litigation alleged the patient suffered acetabular cup detachment, metallic debris within the joint space, pain and limited mobility as a result of the implanted asr hip. Update: 12/6/12 - plaintiff's preliminary disclosure form was received, which identified part/lot information and date of revision. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: pain; clear fluid; cup had one small area of bony ingrowth; fibrous tissue in the acetabulum. The information received does not change the MDR decision.

Event description:
Litigation alleged, the patient suffered acetabular cup detachment, metallic debris within the joint space, pain and limited mobility as a result of the implanted asr hip.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.